Event description:
The following information was provided: patient revised due to acetabular fracture. No prior sheet available. No other information available due to hospital policy. Right hip. Note: a stryker femoral head was revised. Rep confirmed acetabular implants were competitor implants.